Event description:
It was reported that this right ventricular (rv) lead was capped and replaced during a normal battery change out, as there was intermittent loss of capture due to pacing thresholds of 3.5v at 2ms. No additional adverse patient effects were reported.